Event description:
It was reported that the patient presented in clinic due to fatigue. Device interrogation revealed loss of capture on the left ventricular (lv) lead. On (B)(6) 2023, the physician elected to cap and replace the lv lead. The patient was in stable condition.